Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was in backup reset mode. No further information was received.

Event description:
Additional information received indicated that the patient was admitted to the hospital due to complications unrelated to the event. The patient had received external shock from the physician. It was later noted that the patient had health complications that led to death. The device was not restored before the patient's death. The cause of the death was not provided.